Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implantation procedure, low, out-of-range pacing impedance was noted on the right ventricular (rv) lead. The rv lead was replaced, and the new lead was able to be implanted with acceptable values. The patient was stable with no adverse consequences.

Manufacturer narrative:
Correction: upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information indicates that upon replacing the pacing system analyzer measurement cord, the rv low, out-of-range impedance was resolved.